Event description:
The event is reported as: the biomed technician states that the handle would heat up if the laryngoscope blade was attached to the handle and left on. Biomed noticed this during maintenance that the insulator ring in the head of the handle was either damaged or missing. No pt injury/involvement reported.